Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the initial report was submitted. The product was not returned for investigation. Based on the clinical description and data analysis, the root cause of hemolysis was most likely due to improper positioning of the pump.

Event description:
The user facility reported a 72-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that impella cp positioned in mitral apparatus and the patient was found to be hemolyzing. Attempted to wean to p-7 but increased back to p-9. The following day the patient escalated to impella 5.5. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿